Event description:
Caller reported that the cartridge was not fitting properly on the pump as it was not fully snapped into place. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the pump's case, inspect both the pump and pneumatic tap area for debris, and remove an o-ring found on the tap. After cleaning the area, the caller successfully reloaded the original cartridge and resumed insulin therapy without any further issues.